Event description:
Clinical chemistry automated line continues to have multiple failures resulting in significantly slowed turnaround time for chemistry tests. Siemens service continues to promise repairs but does not deliver. The significant downtime of the streamlab system slows overall turnaround time for chemistry tests and results in slower diagnoses for pts, including emergent diagnoses for trauma pts. Dates of use: (B)(6) 2012.